Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be made for the time being. The investigation will be continued as soon as new information is available.

Event description:
Ous MDR - six days after the implant, an increase in the pacing threshold to 6 v @ 1.5 ms was reported. During the following revision on (B)(6), a lead perforation was observed. The lead was repositioned, and then it showed a good measurement value. Another check on (B)(6) confirmed the good measurement values. No worsening of the patient's state of health was reported.